Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to insulation damage. The lead exhibited changes in impedance measurements and intermittent loss of capture and it was reported loss of ventricular therapy for a few months. When the pocket was opened, it was noted that the insulation had eroded on the proximal end towards the terminal pin. The patient underwent surgical intervention to replace the pulse generator due to normal battery depletion and it was necessary to replace the lead. No additional adverse patient effects were reported.